Event description:
A customer called to report unexplained high bgs. The bgs were treated with manual injections. Troubleshooting was performed. The lead screw made a complete rotation but the insulin did not exit. The set was changed two days prior to the call nd there was no evidence of leaks or site issues. Time was correct and basal rates were programmed properly. However, customer was reported to change the site and prime but the insulin did not exit. The customer was recommended to go off of pump and return to manual injections.